Event description:
It was reported that during inventory inspection a sterile package was found damaged. The damage was identified during inspection of circulated stock prior to use. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.